Manufacturer narrative:
An event of arrhythmia and anima was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 32mm sjm rigid saddle ring was implanted. During procedure, the patient lost a lot of blood which could have led to anima. The patient was received 1 unit of packed cells (pc). On (B)(6) 2021, the patient presented with arrhythmia due to the ring being stitched near the av node. Rhythm disorders are a common complications for this kind of procedure. A permanent pacemaker was considered but at time has not been implanted. The ring was reported to be performing as intended. The patient was reported to be in stable condition and since has been discharged. (Crd_985 - arb pmcf; eu1671-309; ) (B)(4).